Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear along the lead body. In particular 32 cm distal to the is-1 connector pin the lead body was found squeezed and deformed. In this region the insulation and the outer coil were severed. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Furthermore cuts in the insulation were observed which most likely resulted from the extraction procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
After an implantation period of approx. 27 months, it was reported that the patient implanted with this right atrial lead presented for a routine device follow-up. Loss of capture was observed on the ra lead. An x-ray was performed and a possible insulation defect could be observed. A revision procedure was performed, where this ra lead was explanted and replaced, but not returned to biotronik. No adverse patient side effects have been reported.